Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable as lens remains implanted. Initial reporter name and address - telephone number:(B)(4). The particle was not returned for evaluation as it was discarded as well as the preloaded inserter, additionally the intraocular lens remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fragment in the injector was injected into the eye. It was 2 x 1.5mm and white. The fragment was removed from eye and once dried it was blue. The lens was fully inserted and remains implanted. The patient is fully recovered. Through follow-up it was learned that the particle and preloaded inserter was discarded. No further information is available.

Manufacturer narrative:
Device evaluation: no material was received as part of this return. Evaluation of the provided photo revealed the alleged foreign material. The material could be observed to be blue per the initial complaint. The original folding carton could also be seen. The nature of the alleged foreign material could not be confirmed from a photo. The complaint issue of foreign material was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency or product malfunction. No nonconformity report, documentation or labeling changes, and escalations required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.